Event description:
Follow up information received identified the patient had the scs ipg replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. The patient stated he hit the ipg on a door, after which stimulation diminished. Eventually the ipg became inoperable and would not accept a charge. Surgical intervention may be taken to address the issue.